Event description:
It was initially reported by arjohuntleigh representative: "staff was showering resident on right side and then drying resident's back. Resident's lower extremity was on the shower cart railing. Railing fell off trolley, causing resident to fall to the floor, landing on his right side." Please refer MFR report # 9611530-2013-00147.